Manufacturer narrative:
The returned product was evaluated and performed as designed. Adhesive pad was fully attached to the pod. Adhesive properties prior to use could not be determined. No defect or deficiency that would have contributed to the reported event was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer's parent reported daughter's blood glucose reached 16 mmol/l (288 mg/dl) and upon inspection it was noticed that the pod had fallen off, during the night, which caused the cannula to come out of the skin. They believe that the pod fell off due to their daughter scratching it off. Pod worn on abdomen between 36 and 48 hours. Hyperglycemia treated by activating new pod.